Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. 2 devices were involved on this case: 1222780-2024-00027.

Event description:
It was reported that on january 10th, a novasure procedure was performed and at the beginning, the cavity assessment failed, tried the test again after troubleshooting but the test failed. The doctor removed the device and when reinserted noted that there was blood in the width dial and the array would not fully open back, the doctor chose to use another device. The second device also would not open fully inside the cavity, remaining at 2.0cm. After multiple attempts, the doctor was able to achieve a width of 3.3 cm and performed the cavity assessment test but the test failed, then the doctor chose to perform hysteroscopy and noted a small defect in the wall of the cavity that the doctor deemed a perforation. The procedure was aborted. No additional information available.